Event description:
It was reported that the patient was hospitalized on (B)(6) 2011 for shortness of breath and massive, bilateral pulmonary emboli. On (B)(6) 2011, a xience v stent was implanted in the left anterior descending coronary artery and plavix was started. On (B)(6) 2011, a rash was noticed on the patient's back. Plavix was discontinued; however, the rash grew worse, described as fire engine red, itchy welts covering an area from beneath the patient's hair to the knees. Concomitant medications included heparin and coumadin. All medications were discontinued and intravenous steroids were administered. The rash improved but did not resolve. Hospitalization was prolonged. The patient continues to experience an itchy rash on her back treated with triamcinolone cream. Current medications include coumadin, ticlid, prilosec, baby aspirin and multivitamin. Reportedly the cardiologist and dermatologist, names unknown, feel the rash is unrelated to the xience v stent, however, the patient's daughter wonders if the rash might be an allergic reaction to the drug eluting stent. Apart from the rash, there are no other symptoms experienced. The patient has no known allergies. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: plavix, heparin, coumadin, ticlid, prilosec, baby aspirin. There was no reported product deficiency and the product was not returned. The reported hypersensitivity is listed in the instructions for use, as a known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. Additionally, it should be noted that the IFU lists allergic reaction or hypersensitivity to contrast agent or cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers; and drug reactions to antiplatelet drugs or contrast agent.